Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and was prescribed a two week course of oral antibiotics (type and dosage not reported) on (B)(6) 2013. On (B)(6) 2013, the patient underwent a procedure to excise the excess skin around the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.